Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6)2026. The event date is an approximation. This report represents 1 of 4 alleged cgm inaccuracy events reported by the patient. The patient described four similar occurrences, each taking place on different dates. These events reportedly occurred on a monthly basis, and this report captures one such instance. The exact number of days between sensor insertion and the event is unknown. At the time of the event, the patient was using an omnipod 5 insulin pump. The patient could not recall the exact date of this occurrence but stated that in january 2026 the cgm readings were discrepant when compared to fingerstick blood glucose (fsbg) values, indicating either hyperglycemia or hypoglycemia. Specific cgm and bg values could not be recalled. The patient did not report experiencing symptoms and stated that no medication was taken during this time. However, due to her condition, a family member transported her to the hospital. While hospitalized, a physician informed the patient that she was in diabetic ketoacidosis (dka). During the call, the patient expressed frustration and reported being unable to recall the specific treatments administered during her hospitalization. She was also unable to recall any cgm readings or fsbg values obtained while hospitalized. The patient stated that she remained hospitalized for approximately one week and reported doing well following discharge. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis. This report represents 1 of 4 alleged cgm inaccuracy events reported by the patient. Please see related records: (B)(4)., (B)(4). And (B)(4).